Event description:
A healthcare professional reported that system messages were displayed during surgery. Surgeon was bale to complete the phacoemulsification but was unable to complete the vitrectomy. Additional information has been requested but not received to date.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).